Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced lead migration. A CT scan was taken which showed the lead moved to the right. A field representative reprogrammed the patient to get good coverage, however the patient complained of pain on the right side. Due to this issue, the patient had the lead revised on (B)(6) 2020. The physician moved the lead more midline.